Event description:
It was reported that balloon rupture occurred. The 2-3cm length, 75% stenosed target lesion was located in the moderately tortuous and severely calcified left common femoral artery. Vascular access was obtained via contralateral approach. A 18 non-boston scientific (bsc) guidewire was crossed the lesion with a sheath and micro-catheter backup. The lesion was observed with intravascular ultrasound. The lesion was still severely calcified; therefore, an inflation with 4mm non bsc balloon catheter was attempted, however, it did not inflate at all. A 6.0 x 40, 135cm mustang balloon catheter was then advanced for dilation. However, during first inflation at 8 atmospheres for 20 seconds, a shadow that appeared as if the contrast agent was leaking in front of and behind the balloon was observed under fluoroscopy. Since the pressure could no longer be increased even with a gauge, the device was concluded to be ruptured and was temporarily removed from the body. A leakage of the contrast agent from the middle part of the balloon, which was in the most severely calcified part of the lesion was observed upon checking outside the body. The physician then attempted dilatation with an ultra-high-pressure balloon; however, it did not inflate at all. Therefore, the procedure was completed with poor dilatation. There were no patient complications reported and the patient condition was good.

Manufacturer narrative:
Initial reporter city: (B)(6).